Manufacturer narrative:
Follow-up (B)(6) 2016: contact reported that customer changed infusion set and bg levels decreased to near target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 295 (mg/dl). Customer changed pump cartridge and administered a correction bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will change infusion site.